Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 586 mg/dl which was treated with the manual injection and insulin drip. The customer¿s blood glucose at the time of the hospitalization was 586 mg/dl. The experienced the nausea and vomiting. The customer also reported that the high pressure test was passed. The high pressure test was repeated performed and it was passed. The device will not be returned for the analysis.